Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was non-tortuous, moderately calcified and 70-90% stenosed. The nc trek rx 5 x 8 mm balloon dilatation catheter (bdc) was being used for post-dilatation of the deployed non-abbott stent. After inflating and deflating the balloon, there was resistance during removal with the stent struts. The nc trek was removed as a single unit with no clinically significant delay and no adverse patient effects. There was no damage to the implanted stent. No additional information was provided.